Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that upon power up cardiosave intra aortic balloon pump (iabp) had touch screen malfunction. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge filed service engineer (fse) was dispatched at the unit for evaluation. The problem was confirmed directly on site. Fse replaced lcd display and touch screen. The device has passed all performance and safety tests according to the manufacturer's specifications. The device has been returned to the customer and authorized for clinical use. The failure has caused no damage or inconvenience to operators or patients.

Event description:
N/a.